Event description:
Reg. Complaint # (B)(4). Case 2- pt ll - surgery january 22, vitrectomy for diabetic vitreous hemorrhage. Day 1 post op - iop 71!! - parsplana tap done to remove some gas and normalize iop, also pressure lowering drops - follow up next day iop acceptable. 2 week follow up shows gas resolving normally and iop is ok.